Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer to reach out to a healthcare provider to obtain an alternate form of insulin therapy. There was no reported adverse impact to the customer's blood glucose level.